Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutters failed the test cut due to an incomplete graft. The cutters were received loose in the case; cutters must be stored and shipped properly in the autoclave case to ensure proper protection.; however, the repair was not completed because cutters are unable to be repairs ¿ returned to customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported device is creating rip in skin graft when meshing through. Malfunction occurred sometime in (B)(6) 2021. Investigation found the cutter did not pass the cut test. No adverse event was reported as a result of this malfunction.